Manufacturer narrative:
The pump ws returned to animas for evaluation. The pump history revealed loss of prime warnings associated with zero force. Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Event description:
Evaluation revealed loss of prime warnings in the pump history associated with zero force. A misaligned display screen and dislodged force sensor pins were also discovered.